Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a dialyzer blood leak within the first minute of treatment. Blood was observed in the dialysate compartment inside the dialyzer. Upon follow-up, the clinic manager (cm) confirmed the blood leak was internal and occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected before the alarm went off and treatment was immediately cancelled. Blood test strips were not used as the blood leak was visually noted in the dialysate. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250ml. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine the machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician reported a dialyzer blood leak within the first minute of treatment. Blood was observed in the dialysate compartment inside the dialyzer. Upon follow-up, the clinic manager (cm) confirmed the blood leak was internal and occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected before the alarm went off and treatment was immediately cancelled. Blood test strips were not used as the blood leak was visually noted in the dialysate. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250ml. Immediately following the event, the patient was re-setup with new supplies and the patient completed treatment on the same machine the machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.